Manufacturer narrative:
(B)(4). Concomitant products: stent: xience v (3.5x23, 3.5x15); clopidogrel, aspirin. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary stenting procedure with implantation of a 2.5 x 15 mm xience v stent in the mid left anterior descending (lad) artery and a 3.5 x 23 mm xience v stent and a 3.5 x 15 mm xience v stent in the proximal lad. On (B)(6) 2015, the patient was re-hospitalized and in-stent restenosis was noted in the 2.5 x 15 mm xience v stent implanted in the mid lad. Percutaneous coronary intervention was performed, using balloon dilatation, at the target vessel/target lesion and the patient condition resolved on (B)(6) 2015. No additional information was provided.